Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: a recurrence of pulled off wire on this lot occurred, but we do not have the exact information on the number of patients affected by the incident. Due to the recurrence of the incident, another complaint was recorded. What was being done when the needle and suture separated (removal from package / during passage through tissue)? No consequences. Procedure name? Suture procedure. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Unk. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No consequences. The device is not available for analysis. Related medwatch reports - 2210968-2021-00362 and 2210968-2021-00590.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle and suture separated (removal from package / during passage through tissue)? Procedure name? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qjmusm, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.